Event description:
New information received that the atrial lead impedance was out of range on 18 may 2026 and continue to be monitored. The patient subsequently presented for lead revision procedure due to rising impedance and high threshold. On (B)(6) 2026 the atrial lead was capped and new lead was replaced. The patient was stable throughout the procedure.

Event description:
It was reported that a patient presented remotely via merlin. Net, an increased impedance was observed on (B)(6) 2025. By (B)(6) 2025, the atrial lead continued to exhibit elevated impedance. In (B)(6) 2025, the patient reported undergoing physical therapy for positional numbness in the left arm, which was managed with physical therapy. For diagnostic purposes, the atrial lead was reprogrammed to allow sensing instead of pacing. The atrial lead threshold was noted to be elevated and was subsequently reprogrammed to safety margin. The atrial lead will continue to be monitored. The patient was stable throughout.